Event description:
The bandaid elastic piece of the probe attached to the white cable has slid off the cable exposing the wires underneath leaving a potential for them to be broken or cut and thus causing an electrical safety issue for the patient and the staff. Staff say this cannot be explained with the normal rotation of site that happens per shift as per manufacturer's recommendation. We just started using these probes about 3 weeks ago and now have at least 10 documented occurrences in the last week, but verbal reports from staff indicate that the issue was noted about 3 weeks ago but not documented. Probes are currently changed prn per manufacturer's recommendation.